Manufacturer narrative:
It was reported that "the head of the bed will raise but not lower on the bed. The end user's caregiver stated that all other functions of the bed are okay. He is okay to troubleshoot after filing. That the head section of the bed is not lowering but all other functions work on the bed. The customer did not have another control to test on the bed. To isolate the issue, the customer was able to swap the head and foot motor cables at the junction box. When testing the controls the customer states that the head still does not lower. The customer will need a new head motor for the bed based off of this testing.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the head of the bed will raise but not lower on the bed."